Manufacturer narrative:
The device history record (DHR) for lot number 6511624 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.